Manufacturer narrative:
(B)(6). Block h6: patient code of 1802 has been selected to represent the reportable patient event of death. Device code of 1077 has been selected to represent the reportable event of stent calcified. Device code of 1528 has been selected to represent the reportable event of stent difficult to remove. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: b3 (date of event), d1 (brand name), d7 (explant date).

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was placed in a patient during a lithotomy for ureteral calculus procedure performed on (B)(6) 2019. On (B)(6) 2019 the polaris loop ureteral stent was placed in the patient's upper ureter. No issues were reported with the device during placement. On (B)(6) 2019 the patient underwent the planned stent removal procedure. According to the complainant, the physician encountered difficulty while attempting to remove the polaris loop ureteral stent from the patient. Anesthesia was given to the patient to further attempt stent removal, however, the patient experienced an adverse reaction to the anesthesia, so the anesthesia was changed to inhalational anesthesia and the procedure was completed. On (B)(6) 2019, the patient developed complications and was sent to the intensive care unit where he later died. The physician could not confirm, however, he speculated that the patient's cause of death was due to the first type of anesthesia used on the patient. The patient was assessed by the physician to be in appropriate health to undergo stent deployment and removal. The patient did not undergo regular checkups with the implanted stent. After removing the stent from the patient, it was found that the loop of the stent was covered with stones.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was placed in a patient during a lithotomy for ureteral calculus procedure performed on (B)(6) 2019. On (B)(6) 2019 the polaris loop ureteral stent was placed in the patient's upper ureter. No issues were reported with the device during placement. On (B)(6) 2019 the patient underwent the planned stent removal procedure. According to the complainant, the physician encountered difficulty while attempting to remove the polaris loop ureteral stent from the patient. Anesthesia was given to the patient to further attempt stent removal, however, the patient experienced an adverse reaction to the anesthesia, so the anesthesia was changed to inhalational anesthesia and the procedure was completed. On (B)(6) 2019, the patient developed complications and was sent to the intensive care unit where he later died. The physician could not confirm, however, he speculated that the patient's cause of death was due to the first type of anesthesia used on the patient. The patient was assessed by the physician to be in appropriate health to undergo stent deployment and removal. The patient did not undergo regular checkups with the implanted stent. After removing the stent from the patient, it was found that the loop of the stent was covered with stones.